Event description:
It was reported that a user experienced fluctuating glucose levels while using the ilet following a recent target zone reduction directed by a trainer, with persistent post-meal hyperglycemia, subsequent insulin stacking, and later hypoglycemia that required treatment with oral glucose; the user reported a high of 360 mg/dl and a low of 40 mg/dl, treated with glucose tablets, and noted additional lows after breakfast despite a usual meal announcement and carbohydrate count. Symptoms included hypoglycemia and hyperglycemia. Outcomes included self-treatment with oral glucose and education on avoiding overtreatment and consulting the trainer or healthcare provider for target settings. Investigation included complaint intake, troubleshooting, and education focused on low and high glucose management and the impact of target settings on automated insulin delivery. Investigation of this case revealed no device malfunction and suggested that recent target zone changes, insulin stacking after elevated overnight glucose, and timing of carbohydrate treatment contributed to the events. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.